Event description:
Customer alleges she was sitting in the unit in her home, when the unit started to smoke and caught fire. The fire department was called. No injury or property damage reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Unit is being returned for evaluation. Upon completion of our evaluation, a follow-up report will be submitted.